Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a replacement procedure due to normal battery depletion (nbd), when the left ventricular (lv) lead was connected to this cardiac resynchronization therapy defibrillator (crt-d) high out-of-range pacing impedances, measuring greater than 2000 ohms were observed. Troubleshooting was performed and the lv lead was inserted into the atrial port, and the right atrial (ra) lead was inserted into the lv port. Subsequently, the crt-d was removed/replaced prior to pocket closure, which resolved the issue. No adverse patient effects were reported.